Event description:
It was reported that when the patient fell, it ¿sometimes jars it.¿ it was reported that the patient fell and cut his lip and had to go to the emergency room (ER). It was later found out that the device had been turned off. It was noted that this occurred a few months prior to the report. Refer to manufacturing report # 3004209178-2013-20542.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4) implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4) implanted, product type: programmer, patient. Product ID: 3389-40, lot# j0337635v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3389-40, lot# j0337612v, implanted: (B)(6) 2003, product type: lead. (B)(4).